Manufacturer narrative:
The ventilator was investigated on site and the turbine module was replaced and returned for further investigation. Simulated use testing of the received turbine module has not been able to reproduce the described customer issue. Although, a technical error related to the turbine was found during testing. When evaluating the device logs, it was found that technical error has occurred repeatedly shortly before the aware date. The described error in the pre use check was not found in the device logs. A defect turbine in the turbine module caused the unit to trigger a technical error indicating timing issues with the turbine. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the technical error was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).